Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was scissoring clips on the first 5 or 6 clips. Another like device was used to complete the case with no patient consequence.